Event description:
A report was received that the patient was experiencing a shocking sensation which had worsened following a non-device related fall. It was also noted that the patient's ipg had protruded through her skin. The patient will undergo a revision procedure wherein the ipg will be repositioned and replaced.

Manufacturer narrative:
Additional information was received that there was no skin breakage. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a shocking sensation which had worsened following a non-device related fall. It was also noted that the patient's ipg had protruded through her skin. The patient will undergo a revision procedure wherein the ipg will be repositioned and replaced.